Manufacturer narrative:
Device was received and evaluated at service center olympus (B)(4). Device inspection found no dvi output, power turns off after 1 to 2 minutes due to faulty printed circuit board. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
During an asset return device inspection, no dvi output was found due to faulty printed circuit board. This report is being submitted for faulty printed circuit board.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct section d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power fails. This failure is likely due to a g1 board failure. However, the cause of the g1 board failure could not be identified. In addition, the dvi output phenomenon was likely caused by the printed circuit board failure. However, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.